Event description:
It was reported that the patient experienced a shocking/jolting sensation and was hospitalized about 1 month ago. A loose lead/wire was discovered. It was stated that the therapy had not been working right for the last year, but the patient had all kinds of trouble with therapy lately. The patient thought the battery was about to deplete and the patient was coordinating device replacement. It was further reported that the patient met with a company representative and impedances were checked. It showed one electrode out of range. The device was programmed around the electrode and the patient was doing great.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient underwent a revision on (B)(6) 2014. The reason for the revision was unknown at the time of the report, but the company representative believed the patient may have had a fall. It was further reported that there was not 50% or greater symptom reduction. The cause was noted to be high impedances. Pre and in tra-operative testing determined that the 0-3 contacts all had high impedances. The lead was replaced (as well as the stimulator for suspected normal depletion) during the revision on (B)(6) 2014. It was unknown if this was device related. Reprogrammings had been attempted prior, but dates unknown. The extension was also tested intra-operatively and was within normal limits, thus, the extension was left implanted. The patient was receiving effective therapy after the revision. It was noted on the return paperwork that the lead was broken. There were no patient injuries.

Event description:
It was further reported that a company representative noted the patients system to be working fine. It was stated that the patient was very confused and therefore thought there was a problem with the system. At this time, no further action was needed.

Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. Final device analysis for the lead revealed that conductors of the body of the lead were broken at the site of the titan anchor. The wire break was 1.8cm from the proximal end of the anchor. Final device analysis for the first titan anchor revealed no anomaly. Final device analysis for the second titan anchor revealed no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the programmer showed "zero", but the patient felt like it was still on and he couldn't shut it off. The patient stated it felt like something in his back. The patient was planning on having surgery on the device later in the month. The patient stated when he tried to change the batteries in the programmer it wouldn't turn on. The patient was advised to turn the stimulation off with the recharger, but he only saw the black "handheld device" on the screen when he pressed the stimulation off key. The patient was redirected to a company representative, who did speak with the patient. The outcome was unknown. Of note, the patient had last charged 2 weeks prior. The communication unsuccessful screen was reported on the charger. The patient stated he knew how to use the system. It was further stated that a company representative had checked the system and was not finding any evidence of the system being defective.

Manufacturer narrative:
Product ID: 3998, lot# v034832, implanted: (B)(6) 2008, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.